Event description:
It was reported that the surgeon noted a crack in the optic of the aq2010v three piece lens after it was inserted into the eye. The lens was removed and replaced without any injury to the patient. The reporter stated the lens was properly loaded and does not know what caused the event.

Manufacturer narrative:
Visual inspection of the returned lens showed the optic was torn and a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation, conclusion: based on the complaint history, a specific root cause of this event could not be determined. A CAPA has been open to investigate issues involving cracked optics on the 3-piece silicone lenses. (B)(4).